Manufacturer narrative:
The product was not returned for evaluation. The cause for the reported "cracking" of the peel away introducer when peeling could not be determined. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
It was reported that while peeling the introducer off a pacemaker lead, the introducer started to "crack" into small pieces. The pieces did not enter the patient's vein/bloodstream, but had to be retrieved from the pacemaker pocket. A scissors and other tools were used to peel the introducer from the lead. There were no consequences to the patient. Additional information was requested and is not available.